Manufacturer narrative:
H6 investigation conclusion 4315- added to follow up #1" to the corrected data details.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple malfunction alarms occurred. The customer reverted to an alternate method of insulin therapy. In addition, it was reported that the customer experienced a low blood glucose level. The customer's continuous glucose monitor read ¿low¿, however, a specific blood glucose (bg) value was not provided. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response from the customer was not received.